Event description:
A health care professional reported that a patient presented one day post-op with endophthalmitis in conjunction with the use of viscoelastic product. Additional surgery was required. Patient status is unknown. Additional information has been requested.

Manufacturer narrative:
No sample or lot number information was received by manufacturing in which to evaluate. All batches are released according to the required specifications. Additional information was requested. (B)(4).